Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that catheter tip damage occurred. During unpacking of a 12 x 2.75 promus premier¿ drug-eluting stent, it was noted that the tip of the stent delivery system was damaged. Another 12 x 2.75 promus premier¿ stent was used to completed the procedure. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issue with the profile of the tip section of the device. It was noted; however, that the hypotube was broken 265mm distal to the strain relief and kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent and balloon of the device. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).